Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of the right atrial (ra) lead, it was noted that there were multiple automatic mode switch (ams) episodes due to atrial lead noise. It was suggested that the lead noise was caused by abrasion or insulation issue. The programming changes were made to the ra lead. The patient was in stable condition.